Event description:
Customer reports to have received an " unexpected restart alarm". Customer also received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer had an MRI with insulin pump attached. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with constant motor error during rewind due to motor encoder signal out of phase. Unexpected restart alarm test and displacement test were not performed due to motor error alarm. The device had minor scratched display window, broken battery tube threads, cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.